Event description:
It was reported that during a vertical banded gastroplexy procedure, device fired fine on first 2 firings. On 3rd firing 1/3 of staple line did not fire but it did cut. They sutured to close the opening. The pt is stable currently with no leaks.

Manufacturer narrative:
Evaluation summary: the analysis results showed the the device was returned with no visual non-conformances and with a void of staples cartridge. In addition 8 cartridges sterile were received c, d, e, f, g, h, I & j. The device was tested for functionality with the returned cartridge c & g; the device achieved a complete 3-strokes and fired without any difficulties noted. Event described could not be confirmed as the device achieved a complete firing cycle, the staples formed as intended and it opened and closed without any difficulties noted. It should be noted that all instruments are inspected 100% for staple presence by a visual system prior to the placement of the staple retainer. In addition, at finished goods the instruments are visually inspected based on a sample.